Event description:
It was reported that almost all the plastic casings for products prepared for upcoming surgery were broken. The operation staff pointed out that there is a possibility that the broken plastic pieces remain in the body and requested improvement. For the time being, the products will be transferred to sterile metal casings in the hospital and used. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that "the plastic casings were broken and the broken pieces of the plastic casings were generated." Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable. Further updates will only be provided if additional information is received that changes the regulatory determination.